Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the drill bit device and the reported condition that the drill¿s tip broke off was confirmed. The external features of the cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined using 40x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Also, there was brown marks discoloration on the tip which indicates that the cutter came in contact with an hard object. Additionally, the thickness of the cutter was measured and found to be within specification. It was determined that the cause of the ¿cutters broke¿ was excessive lateral or side to side force. It was determined that the root cause of the reported condition was improper handling. The assignable root cause of this condition was determined to be traced to user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. Correction: d9: the date returned to manufacturer was documented as may 26, 2021 on the previous supplemental report. This date has been updated to june 17, 2021.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure on an infant, it was observed that during tenting, the tip of the drill bit device broke off. It was reported that a handpiece device and short attachment device were also used in the procedure with the drill bit device. It was reported that the procedure was completed without delay. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.